Event description:
Adverse event(s): no consequence to patient (no known impact or consequence to patient). Product problem(s): poor cutting during vitrectomy procedure (failure to cut). The customer reported that there was poor cutting throughout the vitrectomy procedure. There was no patient harm. No subsequent cases were canceled.

Manufacturer narrative:
The company service representative examined the system and replaced the failing cutter solenoids. Preventive maintenance was performed. The system was then tested and met all product specifications. (B) (4). (B) (4). (B) (4).